Manufacturer narrative:
The field service engineer conducted an evaluation of the stellaris system at the site and found the system was functioning normally with aspiration and infusion values within specification. Two collection cassettes with tubing were returned for evaluation along with three pack trays and two se5525mvb pack labels from lot w4104. Visual inspection found the assemblies used. The vitrectomy cutter's tip protectors were not on the vitrectomy cutters. One needle is bent. Despite the damaged and dirty condition in which the cassettes, tubing and vitrectomy cutters were returned, under functional testing on a stellaris elite system the cassette was captured and recognized, the assemblies passed self-vacuum, primed, irrigated and aspirated as intended. The flow rates were good on both returned assemblies and were comparable to the flow rate on a new assembly also tested. There is no blockage. The reported problem could not be confirmed. The investigation is ongoing. 1 of 2 - see manufacturer report number 0001920664-2020-00063 for 2 of 2 - second procedural pack.

Event description:
A user facility in (B)(6) reported a patient experienced hypotonia which led to circumferential choroidal detachment during initial, combined cataract and vitrectomy surgery (posterior surgery for retinal detachment). The surgeon reported hypotonia each time aspiration was engaged. When vitrectomy was started with the stellaris elite system, infusion was activated however there was no vacuum compensation. The combined cassette was then exchanged for another cassette. The second combined cassette presented the same issue. The cassette was replaced with a vitrectomy cassette which worked well allowing surgery to continue to completion. The surgeon reported there were no clinical consequences for the patient.

Manufacturer narrative:
Despite the condition of the returned product it met the functional requirements and the complaint could not be duplicated. The root cause could therefore, not be determined. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action was deemed necessary at this time. The investigation is complete.